Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and the excessive no delivery test. The low reservoir alarm functions properly. Device had a scratched display window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had high blood glucose. Customer had changed the infusion set. Customer switched to her old device and was able to keep the blood glucose down. Customer's blood glucose was over 500 mg/dl. Customer's blood glucose was 143 mg/dl. After troubleshooting, customer was advised to change the entire set. Customer wanted the device replaced. Customer agreed to return the device for analysis.